Manufacturer narrative:
On 13 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem and head) occurred 3 years after primary cementless tha. Radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding. The stem looks slightly undersized probably due to a particular patient anatomy but the reason of this choice cannot be assessed only by anteroposterior projections. Aseptic loosening is a possible, literature described mid-term adverse event after cementless tha: causes are often unknown. In this case, the reason of this event cannot be determined. Batch review performed on 16 october 2017. Lot 131646: (B)(4) items manufactured and released on 18 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the stem planned for loosening suspicious. The surgery was completed successfully. Loosening of the stem was confirmed.

Manufacturer narrative:
On (B)(6) 2017 the (B)(6) project manager performed a visual inspection of the retrieved items and commented as follows: the stem had the coating almost totally absorbed, except for some areas in the proximal part. Some small fibrotic tissue were noticed in the macrostructures of the stem especially in the distal area. Scratches are visible in the neck due to the extraction; the ceramic ball head showed the usual signs of removal in the rim. From the analysis of the components the reason of this event cannot be determined.